Event description:
It was reported to boston scientific corporation on february 28, 2019 that a flexiva 200 laser fiber was used during a procedure performed on an unknown date. According to the complainant, the laser fiber broke while it was fixed with a clamp in the surgical field. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. Problem code 1069 captures the reportable event of fiber broke. Block h10: investigation results one flexiva 200 laser fiber was returned broken in two pieces. The first piece measured approximately 183.3 cm from the top of the connector to the break. The second piece measured approximately 133.5 cm from break to the tip. The fiber tip was detached back to the jacketing with no exposed glass remaining. Examination under magnification revealed that the fiber tip was fractured with a portion detached. The remainder of the tip was not returned. The condition of the returned device confirms that the fiber was broken. Based on the event description, it is likely that the user did not follow the instructions in the dfu, resulting in the break in the fiber. Therefore, the probable cause code assigned to this event is failure to follow instructions. A complaint with a cause of failure to follow instructions indicates that the problem is traced to the user not following the manufacturer's instructions. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 laser fiber was used during a procedure performed on an unknown date. According to the complainant, the laser fiber broke while it was fixed with a clamp in the surgical field. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.